Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, the event no image was found during the device evaluation. Based on the results of the investigation, the cause of the scope communication error b30 was likely due to the bending of the pin in the video connector socket, and the cause of the no image was likely due to the failure of the printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a b30 scope communication error. The gold pin inside the camera connector appeared to be broken. The issue occurred during preparation for use of an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.